Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A nxt3220ea cusa nxt 24khz interior forward bone tip was reported to have penetrated the dura during a bilateral foraminotomy. The event was described as follows; while in contact with the bone, the tip punctured through the dura creating an unintended durotomy. There did not seem to be any product defect that led to the incident, rather, the tip presumably just came into accidental contact with the dura. The durotomy was repaired with duragen. The patients' outcome is not known. There was a surgical delay of 20 minutes.